Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/11/2024, it was reported by a sales representative via (B)(4) that an ar-9215-1-03 universal quick connect handle (part of set ar-9217vkc instrument case, univers vaultloc, keel glenoid) had the tip break off the instrument during mid-case. The patient was not adversely affected, and the case was completed successfully. This was discovered during a procedure. Additional information has been requested.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 complaint allegation is confirmed. Upon visual inspection, the tip of the body of the universal quick connect handle had broken off. Oxidation spots were observed on the handles. Functional testing was not performed due to the damage to the device. The most likely cause of this failure is attributed to wear and tear damage incurred over repeatedly prying/leveraging the device during insertion and extended use in the field.